Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill message occurred after the cartridge was filled with 250 units. The user did not test their blood glucose level. Reportedly, the user loaded a new cartridge successfully and resumed insulin delivery.